Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons fall apart [device breakage] cardboard applicator does not slide properly or is damaged [device physical property issue] case description: consumer reported via e-mail that the tampon falls apart and the cardboard applicator does not slide properly. No injury reported.